Event description:
While speaking with the olympus technical assistance center, the customer reported to olympus. That during preparation for use, the evis exera iii bronchovideoscope presented with a b30 scope communication error message. During troubleshooting, the tac technician instructed the customer to power the system off, remove the scope, clean the contacts on the scope with 70% isopropyl alcohol and a lint-free cloth. Wait for it to dry, then reconnect the scope. Try another scope and ensure both the video system and the light source are powered off when connecting and removing a scope. The customer reported, that they were able to isolate the error to one of the scopes. The tac technician recommends sending the scope in for repairs. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore, the device evaluation could not be completed at this time. The b30 error reported was unable to be confirmed, since the scope was not returned. The failure could not be confirmed, but its occurrence was likely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.